Event description:
Caller reported that pump became "hot to touch" while it was charging, but no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised against using third-party charging supplies and issued a replacement pump along with goodwill tandem charging supplies. The customer was instructed to return the problematic pump using provided materials and to program pump settings into the replacement.